Event description:
Caller reported compact plus system blood glucose results of 50 mg/dl and 150 mg/dl within 10 minutes. Customer stated they felt like they had low blood sugar. Customer ate half of a muffin based on the low reading. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.